Event description:
It was reported that the endowrist prograsp instrument is broken. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed all components functions properly. Instrument moved intuitively with full range of motion in all directions. Engineering also observed the distal end of the main tube has various scratch marks all around the tube. Some of the scratches have removed material from the tube. Based on the location and appearance, the scratch marks are most likely due to instrument collisions. No other damage found. The endowrists instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.